Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported unable to connect oxygen. There was no patient harm.

Manufacturer narrative:
The manufacturer's field service engineer (fse) found that the diagnostic history report indicated a high o2 supply pressure reference failure(error code 120a). The fse performed an onsite test to determine whether the issue is a device problem or an oxygen source problem at the customer's request . The fse determined the issue was due to a problem with the hospital's oxygen source central pipeline. The fse reported the hospital has solved his problem. There were no parts replaced on the device. Patient information was requested; none has been provided.

Event description:
The customer reported unable to connect oxygen. The device continued to ventilate. There was no patient harm.